Manufacturer narrative:
The insulin pump passed the displacement test, self-test, unexpected restart error test and basic occlusion test. The insulin pump had all operating currents within specifications. The off no power alarm functioned properly and there were no motor error alarms on the insulin pump. The device was unable to prime during priming test due to faulty force sensor resistor. The device was unable to perform the occlusion test and excessive no delivery test due to priming anomaly. The motor passed the motor test. The insulin pump had minor scratches on the display window, cracked battery tube threads, scratches on the reservoir tube window, cracked reservoir tube lip and a missing end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone damage on the insulin pump, motor error alarm and priming anomaly. Customer's blood glucose level was 16 mmol/l. Troubleshooting for motor error alarm was performed. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.